Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, a one inch flame was observed coming from the jaw of the device while using the device down below in the vaginal area while transecting the uterosacral ligament. The device was immediately stopped and removed from the patient. It was disconnected from the generator and bagged for pick up. A new disposable was opened and the case moved forward without incident. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information: how long has the surgeon been using the device? At least 5 years. Were you present during the surgery? No. Which generator system was being used? Gen 11. Dfid the gen11 display any yellow alert screens during the procedure? No. If yellow alert screens were displayed, did the or turn the gen11 off and back on to clear the screens? Na, no yellow. What tissue was the device being used on when the incident occurred? Uteralsacro. Ligament as described in original thread. Was the tissue thick or fibrous? They did not recall. How much time into the procedure did the event occur? Mid way. Approximately how many transections/activations had occurred prior to the incident? Unknown. Did the device have contact with metal during use? No. Was arcing seen within the jaws or an actual flame? Flame. If a flame, was there any actual flame, like a fire flame? They said one inch flame, and a few saw it. If yes, where was the flame in relate to the jaw ¿ tip, inside, etc. Inside and outside. Did the arcing or flame stop once the energy button was released? Yes. Where was the device being used when it arced or flamed? Down below in an lavh. What is the patient¿s current condition? No impact on or to the patient. They called me as they were stopping the procedure to discuss. I advised disconnecting unit and replacing it with a brand new device. The device was received the upper jaw bent at the proximal side. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The ptc was damaged due to the short. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.